Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual examination of the fiber noted the device was returned in one piece. The exposed glass tip appeared degraded. There was no light coming through the connector and the face had burn marks; this indicated there was a fracture within the fiber connector. When connected to the laser console a message was displayed indicating: applicator has been used 3 times. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire causing the error code alleged. In addition, this could have led to the burn marks observed on the connector face. The instructions for use (IFU) indicates: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available and analysis results, the break identified in the sma connector could have caused or contributed to the reported clinical observation. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was a connection anomaly and error code 1107 - fiber identification failed was displayed. A different fiber was used to complete the procedure. There were no patient complications. Upon receipt of the fiber a break was noticed.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual examination of the fiber noted the device was returned in one piece. The exposed glass tip appeared degraded. There was no light coming through the connector and the face had burn marks; this indicated there was a fracture within the fiber connector. When connected to the laser console a message was displayed indicating: applicator has been used 3 times. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire causing the error code alleged. In addition, this could have led to the burn marks observed on the connector face. The instructions for use (IFU) indicates: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available and analysis results, the break identified in the sma connector could have caused or contributed to the reported clinical observation. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was a connection anomaly and error code 1107 - fiber identification failed was displayed. A different fiber was used to complete the procedure. There were no patient complications. Upon receipt of the fiber a break was noticed.